Event description:
Boston scientific received information that during the initial implant of this device, noise was noted on one of the leads. The lead connections were tested and checked through a pacing system analyzer (psa). It was unclear if the noise was created as a result of air in the header or a possible setscrew issue. The physician stated that the set screw felt loose when removing the lead, as a result this device was not used.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the right ventricular (rv) setscrew hex slot showed that there were no irregularities. The rv setscrew was then removed and a visual inspection of the setscrew and terminal block had some slivers of metal present in both the setscrew and the terminal block. In conclusion, based on the marks found on the end of the setscrew, it appears that while attempting to tighten the setscrew during implant, it is possible that a sharp angle was used, and not straight up approach from the terminal block, which would likely create the marks that were observed on the setscrew. This damage was determined to be procedurally induced. The device was then put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device.